Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was applying the clips and they were dropping from the device into the abdomen. The clips were removed through the trocar. One was feeding and then dropping. They used another like device to complete the procedure. No patient consequence was reported.

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.